Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level 429 mg/dl. Customer did not troubleshoot for their high blood glucose reading. Customer reported leak on the reservoir. Product will be returning for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir inspected reservoir's o-rings and stopper groove for anomalies. None were found. Ran basal, bolus leaking test: using a new transfer guard and plunger reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir does not have air bubbles and does leak. (B)(4).